Event description:
It was reported that during testing conducted at the manufacturer facility the core console with integral irrigation pump caused a bias current message to be displayed, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the core console with integral irrigation pump caused a bias current message to be displayed, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, the technician determined the error was due to an electronic failure of printed circuit board. The device was repaired and returned to the user facility.